Manufacturer narrative:
The implant failure is most likely a result of the following circumstances: the femoral implant was implanted in a too proximal position. The soft tissue tension was not sufficient enough anymore. It is very likely that the knee was hyperextended and the bushing was exposed to high (torque) forces coming from the tibial peg. Disconnection between the femoral and the tibial component. Because of the high position of the femoral implant, the hyperextension and the obesity of the patient (B)(6)), it came to the disconnection between the femoral and the tibial component. Only to remove and replace the poly plateau is not sufficient, because, the tibial and femoral components were left in place. Under these conditions, it can be assumed that the survival time of the implant will be insufficient again. To achieve the necessary soft tissue tension it is recommended to use bone grafts or special augments. This event occurred outside of the u.s. And involve a product that was manufactured outside of the u.s. However, because the affected product is also marketed in the u.s., (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).

Event description:
The patient had an extra small endo rotational knee implanted in (B)(6) 2013. The patient returned with a dislocation of the implant in (B)(6) 2013. A revision surgery was done and the poly plateau was removed and replaced. The tibial and femoral components were left in situ.